Manufacturer narrative:
Testing and investigation found the device door roller was missing and the door roller pin was broken off. Additionally during testing, the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of two product recalls. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was missing. The device was returned to the biomedical department with a note that stated, "won't close all the way, read error message." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was missing. Though requested, no add'l info was provided.